Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the device diagnostic log noted a vent inop occurrence due to a flor sensor failure. The manufacturers service technician replaced the sensor pcb board to address the reported problem. Performance verification testing was completed and tests passed per operating specifications.